Event description:
The customer reported to olympus, black fluid was noted leaking through the insertion tube of the evis exera gastrointestinal videoscope during reprocessing. It was also noted that the event occurred following a diagnostic procedure. The scope is leak tested prior to manual cleaning. The date of the last reprocessing in-service was 2019 and there has not been any personnel changes since the last onsite visit. All reprocessing personnel are trained on how to properly reprocess a scope. The endoscope is stored in a hanging closet after reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation the following were noted: the biopsy channel was leaking, the bending section cover had cracks, forceps passage was leaking, the image was foggy, the switch was nonfunctional, insertion tube had dents and discoloring. In addition, the control body, scope connector and the electrical connector were wet and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. It is probable that the lubricant (molykote), which matches the color of the reported fluid, leaked from the biopsy channel. However, a definitive root cause for the leak was not established. Olympus will continue to monitor field performance for this device.